Manufacturer narrative:
(B)(4). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2009 at (B)(6). It is alleged that on (B)(6) 2016, removal of the cook ivc filter was attempted during a surgery performed; however, the filter could not be removed because it was embedded in the vena caval wall necessitating a second surgical procedure to remove the filter on (B)(6) 2016. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient "received a cook gunther tulip on (B)(6) 2009 at (B)(6) medical center in (B)(6). It is alleged that on (B)(6) 2016, removal of the cook ivc filter was attempted during a surgery performed; however, the filter could not be removed because it was embedded in the vena caval wall necessitating a second surgical procedure to remove the filter on (B)(6) 2016. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. The information only lists the description of event information. It is unknown if there have been any adverse effects at this time. It is unknown if any intervention was performed at this time.

Manufacturer narrative:
Correction: sex. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Additional information received 2/23/17 - patient alleges the following: ivc filter was implanted on (B)(6) 2009 as prophylaxis against future pulmonary embolisms. On (B)(6) 2016, removal attempt failed. On (B)(6) 2016, physicians used sonographic and fluoroscopic guidance to retrieve the filter - and were successful. Medical records note that the filter was "in close proximity to ivc wall". Medical records do not indicate that the filter was embedded in the ivc wall as claimed.